Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked before use. The reporter stated that the device appeared to have leaked from the blue cap, and there was drug precipitate in the protective bag. The device had been filled with 5000mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.